Event description:
Original date of surgery 2000. Allegedly patient came into office noting a squeak in the hip which now has stopped. One year post-op x-rays allegedly show 28 mm liner used with 32 mm head. X-rays allegedly demonstrate "proud" position of head in socket. Patient is doing great. Revision surgery performed.